Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 18 occurrences of downstream occlusion set alarm, which interrupted delivery. These alarms may have been false alarms."this was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent.